Event description:
It was reported that the patient's right ventricular lead had perforated the heart and severe fluid build up in the pericardium was noted. The perforation was confirmed via x-ray imaging. As a result, the patient experience pain from the lead's pacing and the lead exhibited variable sensing and impedance values when checked. The lead was explanted and replaced. The patient condition was stable post-procedure.